Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with unknown reason with unknown date and the battery cap was broken and the connector popped off. Customer stated they were unable to install the battery cap on their insulin pump. Customer had brain cancer. The insulin pump will not be returned for analysis.